Manufacturer narrative:
Eval: plunger.

Event description:
It was reported by svc report that there was a bad gas cylinder and the fowler could not be raised or lowered completely. It is unk if there was pt involvement or adverse consequences.